Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date(B)(6) 2025; explant date (B)(6) 2025. Brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via company representative regarding a patient with an implantable pump containing unknown drug. It was reported that the patient had a previous pump implanted on (B)(6) 2025 and it appears that part of the catheter was revised with an 8780. Per patient report, the system had to be explanted in early october due to infection, stated that he did not know the exact date but estimated that it was around october 1st. Manufacturer was not present for the explant of the pump and catheter. Patient did not list any environmental or external factors that could have contributed to infection. To resolve the event, the patient had a full explant of system and treatment of infection.